Event description:
It was reported that the right atrial lead was confirmed as dislodged via fluoroscopy after the pocket was closed. The pocket was opened and the right atrial lead was repositioned and remains in use. It was noted that the patient was part of the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.